Manufacturer narrative:
The insulin pump had constant pump error alarm during the rewind test due to corroded motor home switch. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error alarm. The electronic assembly and force sensor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The customer¿s blood glucose level was 179 mg/dl. Customer stated that they had a received no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.